Event description:
During f/u performed on (B)(6) 2012, interrogation of the associated ICD produced a warning mentioning low shock impedance and system effectiveness in question was displayed. Preliminary investigation revealed that since (B)(6) 2011, 5 of these 9 shocks (delivered in vt zone) led to an overload condition. A shock overload results from the detection of a short circuit between the defibrillation lead and the ICD case. As specified, shock therapy delivery is stopped when such condition is detected. However, the arrhythmias were reduced with these 5 incompletely delivered shock therapies. All other f/u data showed normal device behaviour (sensing, pacing ...). System functioning, and more particularly therapy delivery, is no more ensured and lead revision was recommended. The subject lead was connected an ovatio ICD (sn (B)(4)- sorin reference: (B)(4)).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.